Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5034 implantable pacing lead, (B)(6) 1997. (B)(4).

Event description:
It was reported that the device exhibited a ventricular high rate (vhr) and when the episode was chosen it just read "invalid data." Therefore, the physician ended the session and re-interrogated and the entire episode was gone. The device remains in use. No patient complications have been reported as a result of this event.